Manufacturer narrative:
There was no patient involvement.

Event description:
It was reported that the ventilator had an intermittent issue with error code indicating watchdog test failed. There was no patient involvement.

Manufacturer narrative:
B4:27jul2021. Upon a follow-up with technical support, the customer reported that the mc board replacement resolved the problem. The customer installed the original cpu board back into the unit and reported the unit ran for about a week with no error codes. The unit was returned to service.

Manufacturer narrative:
G4: 15jun2021. G5: 510k: k102985. B4: 15jul2021. Information was received that the customer replaced the central processing unit (cpu) and the unit was ran for a few days. Shortly after the unit started displaying a blower stalled error. The customer was advised to replace the motor controller (mc) board. Upon a follow up with technical support the customer reported that the unit was ran for about 5 hours with no diagnostic codes after replacing the motor controller board. Customer will continue to test the unit for a few more days.